Manufacturer narrative:
An event of explant due to regurgitation as the leaflet had wrinkles and valve not being able to properly maintain coaptation was reported. The investigation found tear in cusp 2, with cusp retraction and incomplete coaptation. Mild thinning and loss of collagen fibers were noted at cusps 1 and 2. There was a fold/retraction in free edge of cusp 2, creating incomplete coaptation. No inflammation or significant calcifications were present. There was patchy pannus formation on both surfaces which did not extend onto the cusp tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen. The cause of the cusp tear could not be conclusively determined. The tear and fold in cusp 2 causing incomplete coaptation could have contributed to the reported regurgitation.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted during an aortic valve implantation. On an unknown date, a 31mm epic valve was implanted during a mitral valve implantation. In (B)(6) 2024, the patient was hospitalized due to heart failure, aortic regurgitation, and mitral regurgitation. On (B)(6) 2024, the trifecta valve was explanted as there were two torn cusps. The trifecta valve was replaced with a 25mm non-abbott aortic valve. On the same date, the epic valve was explanted as the leaflet had wrinkles and was not able to properly maintain coaptation. The epic valve had regurgitation due to wrinkles on the leaflet. The epic valve was replaced with a 31mm non-abbott mitral valve. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.